Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''navigate and position catheter to target location - valve alignment difficulty or inability - unknown'', ''withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath,'' and ''navigate and position catheter to target location - unable to track system through anatomy'' were confirmed based on provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''it was decided to inflate the valve there in the abdominal aorta. It was not possible to do the valve alignment because it was too narrow and calcified and the valve was half expanded. It was managed to retrieve the commander and use another balloon to inflate the valve completely.'' An existing technical summary has been documented for root cause analysis of valve alignment difficulty including alignment in non-straight section of anatomy (due to tortuosity). The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. Per reviewed imagery, patient had tortuous vasculature with a sharp bend angle as indicated by kinked esheath. Furthermore, curvature was present on the ds's flex shaft upon exiting the sheath, (due to the sheath being pushed back below bifurcation during ds advancement), indicating that valve alignment would have been performed in non-straight section of the vasculature. The presence of tortuosity likely restricted coaxial placement of the valve in relation to the flex tip, causing the valve to become unseated and ''dive'' into the flex tip. The unseated thv would give rise to higher-than-normal alignment forces, creating high tension in the system, which prevented the thv from being properly aligned and caused it to expand asymmetrically during deployment. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) contributed to the reported valve alignment difficulty. As reported, ''resistance was felt while inserting the commander delivery system with crimped valve through the esheath, it was managed to exit the esheath but it was stuck in the aortic iliac junction. It was not possible to advance the valve further so it was decided to retrieve all the system but it was not possible due to resistance.'' In the case, the presence of tortuous patient anatomy could have resulted in non-coaxial withdrawal angles during system retrieval. Since the patient's right femoral access was ''very calcified'' (as noted), it is also possible that the non-coaxial withdrawal configuration may have caused the crimped thv to interact with the calcium, causing the reported withdrawal difficulty. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (non-coaxial withdrawal) may have contributed to the withdrawal difficulty. As reported, ''it was managed to exit the esheath but it was stuck in the aortic iliac junction. It was not possible to advance the valve further so it was decided to retrieve all the system but it was not possible due to resistance'' in this case, patient's access vasculature was characterized by a sharp bend angle, which could have physically constrained the advancement of the delivery system. It is also possible that the user was unable to advance the system any further upon exiting the sheath due to calcified vasculature, which could promote unfavored interactions between the crimped thv and calcium nodes. As such, available information suggests that patient (calcification, tortuosity) may have contributed to the reported difficulty tracking through anatomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by the edwards european affiliate, a tf tavr case was attempted with a 29mm sapien 3 valve by right femoral approach, which was very calcified. There was difficulty inserting the esheath into the patient and their femoral arteries were predilated. Once the esheath was inserted, resistance was noted, while advancing the commander delivery system with the crimped valve through the sheath. The delivery system and valve were able to exit the sheath, but became stuck in the aortic iliac junction. The team was unable to advance the devices further, so the decision was made to retrieve all the devices, but it was not possible, due to resistance. The decision was made to inflate the valve in the abdominal aorta. Valve alignment was not possible, because it was too narrow and calcified, so the valve was half expanded. The commander delivery system was able to be retrieved. Another balloon was used to inflate the valve completely. A new esheath was inserted and a new commander delivery system with a new crimped valve, but resistance was felt again and these devices became stuck in the same area in the aortic iliac junction. This time the team managed to retrieve all the devices. A third attempt with a non-edwards valve was made as it was thought, that with a sheathless system it would have been less traumatic for the femorals, but it was also unsuccessful, so the case was aborted. The patient remained stable. And no patient injury occurred. The valve implant procedure will be rescheduled using another approach. As per medical opinion, another approach should have been chosen. Later, another approach was used and the procedure was successfully performed.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device was discarded.